Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. The initial reporter has indicated that the device is available for evaluation however the device has not been returned to the manufacturer at the time of this report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter placed on (B)(6) 2018 was found to be leaking from the blue hub on (B)(6) 2018. In response to this finding, the line was clamped and later removed. The line was being used to infuse continuous medications. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event information has been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned one 5fr double lumen catheter for investigation. Visual inspection of the device concluded that there were no noted kinks to the device. Biomatter was present in the extension tubes and throughout the device. There appeared to be no damage to the manifold, suture wing, extension tube, and/or catheter. Two needless connectors were returned attached to the hubs of the device. A leak test was performed on all hubs. The blue hub leaked and visual inspection confirmed that the blue hub had a .7 cm crack. The gate was located on the wing opposite to the crack [along the weld line]. No biomatter was present. Cavity number of the hub was 2. The white hub did not leak and visual inspection confirmed that there was no damage to the hub. Needless connector with cap was attached to the hub. Biomatter was present, no cracks or damage to the hub noted. Investigators could recreate the reported failure mode. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. The complaint was confirmed based on the returned device. A definitive conclusion could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. However, this failure mode will continue to be trended. Measures have been initiated to investigate this failure mode. The supplier is supporting cook inc. In this process. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Hhs/FDA sus voluntary event report reference: mw5080488 was received 29oct2018 and is attached.